Event description:
It was reported that during the implant procedure after left ventricular (lv) lead placement and fixation were confirmed a final check was performed with the analyzer and problems were noted with the lead readings including high thresholds. Lead dislodgement was confirmed via fluoroscopy and was noted to be due to lead slack. The physician elected to remove the lead, not attempt a replacement and plug the lv port. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.